Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 402 mg/dl at the time of incident. The customer was treated with insulin pump. The customer had symptoms such as headache. It was reported that the customer was on auto mode. The customer does not allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was adviser that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.